Manufacturer narrative:
Correction: b1 - unchecked product problem box.

Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events. Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer may have delivered a bolus and was attached to the infusion set during the fill tubing sequence. Customer was admitted to the hospital after receiving more insulin than expected (41 units). Blood glucose (bg) level was not known by customer's parent. Customer was treated with a glucose drip and after a few hours was discharged. Bg issue was resolved with no permanent injury. Pump history and pump data logs showed customer received a high bg alert at 00:38. A bg of 201 mg/dl was displayed and customer requested a food bolus of 1.13 units although customer had not planned on eating. Prior to the bolus, customer had 0.37 units of insulin on board. Although customer had 115 units remaining in the cartridge, customer proceeded to the load menu at 00:41 which canceled the bolus. Customer started the fill tubing of 49.83 units at 00:57. The reported event was contributed to use error. Reportedly, customer did not resume pump therapy and was not on injection therapy. Type of alternate insulin therapy was not reported. Recommendation was made for customer to wear a pump case with a security pin.